Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, additional information from the customer, and the device evaluation. New information added to the following fields: b5, h6, h10 corrected data fields: g2, h4. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the push button was not working properly. Additionally, the scope socket was loose, and the software version was outdated; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the push button did not work properly because the spring of the power switch was loose. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information: this was found during routine maintenance, no patient and no procedure.

Event description:
It was reported that the device push button was not working properly. Spring was loose. There was no harm reported. No patient harm, no use injury reported due to the event,

Manufacturer narrative:
The device was received at olympus service repair center for evaluation. Results of inspection has not yet been provided. Additionally, follow-up is in progress to gather additional information regarding the event reported. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.